Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by paramedics and was diagnosed with blood glucose (bg) values that reached 594 mg/dl. The patient was nauseous and anxious. For treatment, the patient received 8 units of humalog insulin twice and the pod was changed out. The patient was at the hospital for 5 hours. The pod was worn between 4 and 24 hours on the abdomen.